Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the femoral vein. An angiojet solent omni was selected for thrombectomy procedure. Heparin and normal saline were prepared according to normal procedure. During the procedure, the package was opened, and the pump was installed in the pump cabinet, and one end of the saline delivery catheter was connected to heparin saline. The physician opened the priming valve, closed the pump cabinet, and primed after the self-inspection of the machine. After priming, the physician selected the guide wire to enter the diseased blood vessel for thrombectomy. After a period of time, the device stopped working to show whether the catheter was blocked. After checking, the catheter was not blocked. The physician pressed the reset button to continue thrombectomy. After about 10 seconds, the machine displayed an error. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that loss of aspiration occurred. The target lesion was located in the femoral vein. An angiojet solent omni was selected for thrombectomy procedure. Heparin and normal saline were prepared according to normal procedure. During the procedure, the package was opened, and the pump was installed in the pump cabinet, and one end of the saline delivery catheter was connected to heparin saline. The physician opened the priming valve, closed the pump cabinet, and primed after the self-inspection of the machine. After priming, the physician selected the guide wire to enter the diseased blood vessel for thrombectomy. After a period of time, the device stopped working to show whether the catheter was blocked. After checking, the catheter was not blocked. The physician pressed the reset button to continue thrombectomy. After about 10 seconds, the machine displayed an error. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
Device was returned for evaluation. Inspection of the device revealed no damage. The catheter was successfully functionally tested with no alarms present; however, a bubble trap connector fitting crack/leak was observed. Inspection of the device revealed a bubble trap connector fitting crack/leak. However, the observed damage did not disrupt functional testing of the device. No other issues were identified with the device and no patient complications were reported.